Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 250-300 units of insulin. The customer¿s blood glucose level reached 210-212 mg/dl. Reportedly, the customer loaded a new cartridge successfully.